Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the screw that mounts into the v60 through the stand was missing. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that the screw that mounts into the v60 through the stand was missing. The bme ultimately replaced the screw and secured the device to the stand. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.